Event description:
Philips received a complaint on the dfm100 device indicating that the internal paddles failed testing. There was no patient involvement. The fse evaluated the device on site. The fse performed the system test for the internal paddles; the test demonstrated the results between normal values therefore no issues with functionality of the internal paddles were determined. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.